Event description:
Pt had bard perfix mesh plug hernia repair at another facility. Pt has had chronic debilitating pain since that repair. Mesh plug and keyhole mesh was explanted. At surgery dense adhesions with genito femoral nerve entrapment by mesh found as well as stricture around spermatic cord with chronic venous congestion.